Manufacturer narrative:
Review of production records reveals no nonconformance's associated with the production of the component in question. Patient factors are unable to be ruled out as a contributor to the event. Lack of production abnormalities indicates there was no device defect leading to the need for revision.

Event description:
It was reported that the patient had experienced loosening of the tibial implant of their total ankle replacement.